Event description:
The account alleged that the bed is not giving a nurse call. No pt impact.

Manufacturer narrative:
The tech suggested isolating the siderails and hand pendant. If problem remains, replace the sidecom. No further info is available on the repair of the bed at this time.